Manufacturer narrative:
Correction: on 06/23/2016, further review found that the reported event was related to an issue that occurs at a pre-navigated step and was discoverable and correctable prior to therapeutic use. The reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.

Manufacturer narrative:
On (B)(6) 2015 software investigation findings are that the patient archives do not contain anything that specifically indicate why the navigation system unexpectedly exited. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a procedure, there was an unexpected exit of the software. The site took an imaging system spin of the patient to merge with exams on the navigation system. The unexpected exit occurred after pushing the imaging system exam to the navigation system. In trouble-shooting, the medtronic representative re-booted the navigation system, pushed the exams to the navigation system, again, and the procedure continued without issue. Issue resolved. Delay in therapy was 5 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.